Event description:
The user facility reported that the "sheath broke outside of the pt." Examination of the returned sample revealed that there was no evidence of the sheath breaking, but rather the side-tube had separated from the sheath housing.